Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the site. The fse evaluated the instrument and replaced the buffer valves to resolve the issue. No patient demographics were provided. (B)(4).

Event description:
On the (B)(6) 2018 a customer in (B)(6) reported to beckman coulter the generation of erroneously high sodium and potassium patient results on their au480 clinical chemistry analyzer. The results flagged, the instrument initiated an automatic repeat and produced results that were much lower than the initial results. No erroneous results were released outside the lab. There was no change to patient treatment attributed to this event. Quality control (qc) prior to the event was within lab-established ranges.